Event description:
This subject device was returned to the MFR for svc with a report of "volumetric inaccuracy". No add'l info was given. Attempts by the MFR to collect add'l info have, to date, been unsuccessful.